Event description:
During kidney transplant, clamp caused injury to vessel which resulted in pt sustaining blood loss of approx. 800 cc. The surgeon had difficulty removing the clamp from the vessel. The pt is doing well at this time. Further conversation with the physician revealed when the procedure was near completion and he went to release the clamp, to allow blood flow into the kidney, the clamp would not release. He used a kelly forcep to break the cable on the clamp and then removed it. He stated the clamp "crushed the vessel". He did not confirm or deny a 800 cc blood loss, he simply stated that the pt lost blood as a result of the incident. He couldn't remember, but he didn't think the pt received a blood transfusion or additional medical treatment as a result of the incident.